Event description:
Customer reports discrepant results with meter compared to lab for 2 pts. Pt: a, date: (B)(6) 2010, inratio: 2.1, lab: 3.3. Pt: b, date: (B)(6) 2010, inratio: 4.1, lab: 6.8.

Manufacturer narrative:
Investigation pending.